Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported devices are presenting with a split / hole in the material. Most patients are having chemotherapy but not exclusive to this. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.